Event description:
It was reported that the bd maxguard ¿ separated at connection site. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that they are frequently coming apart at stopcock connection with leakage at the ports where you screw in the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model mx4436 lot number 20106167 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.